Manufacturer narrative:
This report was created in error, as a duplicate to report MDR 1020279-2016-00348.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient's tibial baseplate implant has fractured.